Event description:
User facility reported that the pt was intubated on (B) (6) 2010. Sometime on the morning of (B) (6) 2010, the user facility found it difficult to ventilate through the tracheostomy tube. The user facility reports that the pt had low oxygen saturation levels as a result. User facility reported that the product was found to be "herniated" at the cuff. The product was removed and replaced. No adverse effects reported.

Manufacturer narrative:
Additional MFR narrative: customer has not yet returned the device to the MFR for device evaluation. When and if the device becomes available and is returned and evaluated, the MFR will file a follow-up report detailing the results of the evaluation.